Manufacturer narrative:
On the field service engineer's follow-up service visit, he performed adjustments and operation checks; inspected and adjusted the solenoid valves; and performed reproducibility tests. He repaired the incorrect suction of the vacuum cups. The investigation determined the event was consistent with hardware/maintenance-related factors. No further issues were reported after service.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results from three patient samples tested on the cobas 8000 c702 module. The reporter provided two patient samples with discrepant results. On (B)(6) 2024: sample 1 the initial result was 7.4 mg/dl. The repeat result was 9.2 mg/dl. The field service engineer inspected the module and decontaminated the vacuum related to the cuvette washing system, the reagent, and the sample probes. He also adjusted the detergent and water volumes for washing the cuvettes to correct the flow in the wash station and replaced the cuvettes and photometer lamp. He performed mechanical and diagnostic tests, calibrations, and qcs with acceptable results. The issue was not resolved and a new patient sample discrepant results were reported. Reported on (B)(6) 2024: sample 2 the initial result was 6.8 mg/dl. The repeat result was 9.6 mg/dl.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.